Event description:
It appears the tubing tore slightly after being separated from the coil to allow for better reach and maneuverability of the patient. There is a significant fluid leak from the damaged area of the tubing. Patient was restarted on peritoneal dialysis(pd) cycle. One cycle completed and low drain volume noted. Next cycle started and noted to have bubbles in tubing and a low drain volume again. Tubing assessed and small tear in tubing noted. Patient was not refilled with solution. New pd bags ordered and hung. Labs to be sent one hour after dwell time of new bags with antibiotics. This is all the information available.

Event description:
It appears the tubing tore slightly after being separated from the coil to allow for better reach and maneuverability of the patient. There is a significant fluid leak from the damaged area of the tubing. Patient was restarted on peritoneal dialysis(pd) cycle. One cycle completed and low drain volume noted. Next cycle started and noted to have bubbles in tubing and a low drain volume again. Tubing assessed and small tear in tubing noted. Patient was not refilled with solution. New pd bags ordered and hung. Labs to be sent one hour after dwell time of new bags with antibiotics. This is all the information available.